Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: optical fiber breakage, dent outer tube, low light and loose adaptor. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported image quality constantly interrupted during inspection for use involving an olympus rigid video laparoscope. There was no patient injury reported.